Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high threshold values. A lead revision is scheduled. No patient complications have been reported as a result of this event.